Manufacturer narrative:
There were no physical samples submitted with this complaint; however, 2 photos were received from the customer for analysis. From the photos, it is clear to see some loose fibers on a dark cloth. It looks as though pieces of the gauze are falling out of the sponge. Without the physical sample, testing for the definitive root cause of the linting could not be accurately determined. The reported issue of linting is confirmed based off the photos provided. The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The exact root cause of the reported condition could not be determined without an actual sample to examine. However previous investigations conclude that the most likely root cause is that during the slitting of the gauze into slit widths, the pinking blades may create short fibers that the vacuum system picks up. If the vacuum is not set strong enough then the fibers may not be picked up. Product is meant to be used as produced without unfolding. At this time a corrective and preventive action is not deemed necessary. If additional information is obtained, or the sample is returned, this file will be re-opened for further investigation. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the gauze is breaking up and shredding.

Manufacturer narrative:
An investigation of the reported condition was performed. There were no samples received with this complaint therefore an examination of the issue could not be made at this time. A device history record (DHR) review was completed for the lot. There were no manufacturing related issues related to the complaint issued for this lot. Since this complaint will be considered unconfirmed no corrective or preventive actions will be taken at this time. If additional information or samples are received, the investigation will resume as needed. The exact root cause of the reported condition could not be determined without an actual sample to examine. However prior investigations conclude that the most likely root cause can occur during the slitting of the gauze into slit widths, the pinking blades may create short fibers that the vacuum system picks up. If the vacuum is not set strong enough then the fibers may not be picked up. Product is meant to be used as produced without unfolding. If information is provided in the future, a supplemental report will be issued.